Manufacturer narrative:
(B)(4).as the titanium adapter was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a titanium adapter separated from a patient¿s catheter during automated peritoneal dialysis (apd) therapy. The issue occurred during drain 4 of 5. The titanium adapter remained connected to the transfer set after disconnection from the catheter. The home patient (hp) never reconnected the devices after the disconnection. A care giver (cg) indicated that the hp had the titanium adapter replaced after the issue, and is in discussions with a health care professional about a possible catheter relocation. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.